Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that this patient had presented with many inappropriate shocks and inappropriate anti tachycardia therapy due to noise on the right ventricular channel. Possible damage was suspected when it comes to the competitor right ventricular lead. The device was interrogated and showed that there was two years before elective replacement indicator (eri) would be triggered. Thus a replacement took place, and an additional defibrillation lead was added with the existing device. After implanting the new lead with this device it was noted that there was less then three months remaining longevity. Finally when checking the device one more time, two years remaining longevity appeared. A request was made to boston scientific technical services (ts) for further review. Ts and engineering confirmed that the fluctuations in longevity observed were due to a high number of charges and more time would be needed to recover for the device and accurately predict the remaining longevity. Additional information received noted that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as beeping tones. A follow up was scheduled after which the data disk will be obtained and sent to ts for review. At this time the device remains implanted. No adverse patient effects were reported. Engineering analysis noted that the device declared the fault code due to excessive shock therapy. The data indicated that the battery voltage was recovering, and it is possible the battery status may recover for a short period of time. Device replacement was discussed.

Event description:
Additional review was done by boston scientific technical services when it comes to the noise noted on the right ventricular channel. Ts indicated that in additional to noise on the ventricular channel some noise was noted on the right atrial channel which was not sensed by the device.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the stored electrocardiograms noted that noise was consistent with the competitor lead damage. The device diagnostic data showed a pattern that is similar to other devices that depleted normally due to multiple high voltage charges. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.